Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had power error detected alarm. Customer¿s blood glucose level was 10.4 mmol/l at the time of incident. Customer was advised to change to new battery after the notification light had stopped flashing, insert new battery, set date and time. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and active current measurement. No pump error 25 noted during testing or in device history files however, device received with unexpected battery power loss shown in power graph and had high sleep current. Problem isolated to electronic assemblies.